Event description:
The customer was not able to calibrate hepatitis assays and vitamin b12 on an advia centaur xp instrument. Patient samples were not run for these assays on this instrument. There are no known reports of patient intervention or adverse health consequences due to this issue.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of poor coefficient of variations for hepatitis assays and vitamin b12 was the presence of bleach in the wash 1 reagent. The wash 1 reagent was tinted dark yellow and had an odor of bleach. The fse decontaminated the system. The instrument is performing within specifications. No further evaluation of the device is required.